Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. The analyst noted that the rv lead pacing impedance was stable at approximately 375 ohms, except during (B)(4) 2015, when the impedance varied from 300 to <(><<)>100 ohms. The ventricular lead warning occurred on (B)(4) 2015 with an increased count of low impedance paces since the warning.

Event description:
It was reported that prior to a generator change, the interrogation showed a previous lead alert and intermittent low impedance measurements were recorded with the right ventricular (rv) lead. Low impedance readings could not be duplicated during pocket manipulation, and the lead was extensively tested at the device changeout. Lead impedance remains within normal limits, and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.